Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an explant and replacement of her scs lead. Reportedly, the patient had her lead replaced due to pain at the lead site.

Event description:
Follow-up identified during the replacement procedure the physician placed the new lead in a slightly different location and the patient was met for postoperative follow up and reported she no longer experiences pain at the lead site.